Event description:
Customer woke up and was feeling weak and tested blood glucose level. The customer received a reading of 464mg/dl. The customer dosed extra insulin based on the device reading. The customer retested and received a reading of 472mg/dl. Customer dosed more insulin, total of 6 extra units. Customer retested again and received a 424mg/dl, they drank some water and went to the hosp. Customer states two devices were checked. Device 1 was 190 points off and device #2 was 100 points off. The customer had a fasting blood glucose comparison done and the lab result was 262mg/dl and the device was 478mg/dl. Customer was given insulin and kept until blood glucose reading came down. Customer states controls were run at the hosp and they were in range. A request was made for the return of the suspect device and replacement product was sent.